Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2009 was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during mid-urethral sling insertion and cystourethroscopy procedures performed on (B)(6) 2009, for the treatment of profound stress urinary incontinence. The patient tolerated the procedure well, with no intraoperative complications. She was then brought in stable condition to the recovery room. As reported by the patient's attorney, the patient has experienced an unspecified injury.